Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the tip of the tip-up fenestrated grasper instrument came apart where the black part meets the silver. The instrument had to be removed by pulling the entire port and instrument out of the patient and then removing it from the robot arm. The surgical tech pushed the two pieces back together. The procedure was completed with a back-up instrument with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested the 8mm tip-up fenestrated grasper instrument involved with this complaint to be returned for failure analysis. However, as of the date of this report, the instrument has not been received. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. A review of the instrument log for the tip-up fenestrated grasper instrument (470347-12/u11210715-0093) associated with this event has been performed. Per logs, the tip-up fenestrated grasper instrument was last used on (B)(6)-2021 on system sk0850. The instrument had 8 uses remaining after the last procedural use. A review of the site's complaint history found that there were no other complaints for this product or this event. No image or video of the procedure was provided for review. This complaint is being reported due to the following conclusion: it was alleged that the tip-up fenestrated grasper instrument could not be removed from the cannula due to the dislodged jaw. Jaw dislodgment could result in the tips being stuck and unable to be opened with master tool manipulator (mtm) activation or instrument release kit (irk) use. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur while grasping tissue. Medical intervention may be required in the event that the instrument jaws fail to open from tissue when commanded by the user or system. At this time, it is unknown what caused the grip/hinge to become dislodged.

Manufacturer narrative:
D11- intuitive surgical, inc. (Isi) received the tip up fenestrated grasper instrument involved with this complaint and completed the evaluation. The customer reported issue was replicated/confirmed. Failure analysis found the primary finding of the broken main tube to be related to the customer reported complaint. The tip up fenestrated grasper instrument was received with the intact main tube and the proximal clevis. The main tube was inspected in house by loosening the cables inside the housing to separate the main tube and proximal clevis (silver piece). The main tube was found broken and a piece measuring proximately 0.045¿ x 0.253¿ was missing and was not returned with the instrument. The root cause of the broken main tube is typically attributed to mishandling/misuse.

Event description:
Refer to h10/h11 for follow-up information.